Manufacturer narrative:
Type 1 diabetic pt. Using vgo 20 previously vgo 30 since (B)(6) 2013 reported to valeritas customer care she was hospitalized (B)(6) 2017 due to diabetic coma. Bg of 40 mg/dl managed with IV glucose. Patient lost weight-(B)(6). On (B)(6) 2017 bg 60mg/dl at 8am wearing vgo, pt. Comatose/semi-comatose, pt. Taken to hospital, bg 40 mg/dl, vgo removed, given IV glucose, taken to ICU and bg 130 mg/dl. Given insulin injections to control bg, pt. Returned home on (B)(6) 2017. Pt. Was switched to vgo 20. Using vgo 20 bg 120-170 mg/dl, taking 2 clicks with 1 click = 2 units. Likely contributing cause of the hypoglycemia is one vgo 30 provides more insulin than pt. Requires after her desirable (B)(6) weight loss. The pt. Recovered without sequelae. The pt. Developed a spot on her foot while hospitalized unrelated to vgo that has developed into a foot ulcer. Pt. Reports a home care nurse is coming tomorrow to care for it. V-go device was not returned.

Event description:
Type 1 diabetic pt. Using vgo 20 previously vgo 30 since (B)(6) 2013 reported to valeritas customer care she was hospitalized (B)(6) 2017 due to diabetic coma. Bg of 40 mg/dl managed with IV glucose. Patient lost weight- (B)(6) .pt. Is a nurse. Using vgo 30 bg 40-160mg/dl, a1c 9%, taking 5 clicks with meals with 1 click = 2 units, at 4 am pt. Reports having hypoglycemic episodes on vgo 30 but did not give bg level nor dates of occurrence. On (B)(6) 2017 bg 60mg/dl at 8am wearing vgo, pt. Comatose/semi-comatose, pt. Taken to hospital, bg 40 mg/dl, vgo removed, given IV glucose, taken to ICU and bg 130 mg/dl. Given insulin injections to control bg, pt. Returned home on (B)(6) 2017. Pt. Was switched to vgo 20. Using vgo 20 bg 120-170 mg/dl, taking 2 clicks with 1 click = 2 units. Likely contributing cause of the hypoglycemia is one vgo 30 provides more insulin than pt. Requires after her desirable 75 lb. Weight loss. The pt. Recovered without sequelae. The pt. Developed a spot on her foot while hospitalized unrelated to vgo that has developed into a foot ulcer. Pt. Reports a home care nurse is coming tomorrow to care for it. The pt. Has been using an ez that as long as it is standing straight does not leak so she has been filling her vgos. V-go device was not returned.

Manufacturer narrative:
UDI # provided. Initial reporter corrected. Health professional - no checked. Non healthcare professional. Follow up #1. Correction checked. Device manufacture date provided.